Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the device was found to be fractured. All pieces were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue was due to repeated use of this instrument over eight years field life; which causes wear and tear to the instrument and led to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an inserter pad fractured while impacting the femoral component. There is no additional information available.